Event description:
It was reported that the patient presented in the emergency room (ER) days after being implanted due to procedural pain. The patient underwent an explant procedure and the explanted device was not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7166070/7166721, UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the patient presented in the emergency room (ER) days after being implanted due to procedural pain. The patient underwent an explant procedure, and the explanted device was not returned. Additional information was received that everything was explanted.